Manufacturer narrative:
Product evaluation: (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber was firing "tangential and longitudinal" at 311,013 joules, 46:53 minutes and a loss of power was observed. The method used to complete the procedure was not reported. Patient outcome: "no injury to patient."